Event description:
It was reported that there was no capture, high impedance, an apparent fracture, and a lead dislodgement. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.